Event description:
It was reported, "goldvac handpiece activated by itself while on mayo stand in holster; cut function was activating. Changed out system 5000 (esu) & replugged gv and issue was still there. Used a regular pencil & issue went away.." The procedure being performed was a kidney transplantation. It was also reported that there was no patient injury.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1720159-2010-00009, and, medwatch 1720159-2011-00057. The device has been received by conmed corporation; however, the device evaluation has not been initiated. Upon completion of the quality engineering evaluation, a supplemental report will be filed.

Manufacturer narrative:
The device in question, the goldvac push button smoke evacuation electrosurgical pencil, when used with an effective smoke evacuation system, removes smoke plume from the surgical site. The pencil enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. These devices are compatible with conmed disposable ultraclean active electrodes. DHR / lhr, device history record / lot history record, was not accomplished as the lot number of the device was not made available. Conmed received the original conmed goldvac pencil utilized in the reported incident from the end-user. The returned device was examined in the laboratory. The device went through interface testing with a esu, electrosurgical unit. The cut and coag functions were tested during the examination. The returned device was tested at different ranges of the cut and coag power. A wet sponge was cut with the returned device for investigative purpose. No discrepancies with either cut or coag function were observed during the investigation. In addition, the complaint device was left connected to the esu to attempt to reproduce auto activation. During testing the quality engineer was unable to reproduce the reported malfunction of self-activation with either the coag button or the cut button. The complaint device was then dismantled during the examination. Proper continuity was observed between the circuit board and the plug. No damage to the plug, wires or circuit board was observed during the review. The returned device passed with no self-activation noted during testing. Conmed could not reproduce the end-user reported self-activation. The returned goldvac electrosurgical pencil performed as expected when evaluated; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed.